Event description:
It was reported that during a laparoscopie cholcystectomy, when placing clips they were scissored across the vessel. A new device was pulled to complete the case with no patient consequence.